Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was bent.

Manufacturer narrative:
The device was received deployed. No damages or deficiencies that would contribute to a needle mechanism failure were observed and the pod was observed to deploy as intended during investigation. The cause of the reported event could not be determined. No bends or kinks were observed. Pod data indicates there was no struggle during operation.